Manufacturer narrative:
(B)(4). Concomitants: 5076-45 implantable pacing lead 2012 (B)(6). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the caller that there was loss of telemetry. The key points of the known issue were discussed. The device remains in use. No patient complications have been reported as a result of this event.